Event description:
It was reported that this right ventricular (rv) lead was fractured. That was confirmed in the routine follow up. The lead was capped and replaced. No adverse patient effects were reported.